Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over fourteen (14) years since the subject device was manufactured. Based on the results of the investigation, the final root cause of this event was unable to be identified as the device was not returned. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the light source has all lights flashing on front panel. The issue was found during a procedure. The facility finished the esophagogastroduodenoscopy procedure with the same set of equipment. There were no delay and the were no reports of patient harm.

Manufacturer narrative:
The device will not be returning to olympus because exercising the scope switch at the 12 o'clock position of the socket cleared the error. The investigation is ongoing and follow up with the user facility has been performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.